Event description:
It was reported that the account is experiencing bleed through during procedures when using the pump. There are no allegations of adverse consequences associated with this event and no intervention was required for the patients.

Manufacturer narrative:
The device has not yet been received by the manufacturer. When the device is received, an investigation will be performed and a follow up report will be filed.